Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, 99% stenosed, distal left anterior descending (lad) coronary artery. A 1.5 x 12 mm tenku rx balloon dilatation catheter (bdc) was chosen pre-dilatation. During preparation there was no resistance felt during removal of the stylet or protective sheath and the balloon was soaked prior to use. The bdc was advanced without resistance to the lesion and upon the third inflation to 14 atmospheres the balloon ruptured, which was confirmed by contrast leaking from around the balloon under fluoro. A larger tenku bdc was used for further pre-dilatation and the procedure was successfully completed with the implant of a non-specified stent. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.